Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: the complaint product was received in its original packaging. Upon evaluation of the device all the components were correctly engaged. No assembly error and/or defect related to the manufacturing process was identified. Visual inspection performed under microscope: traces of lubricating material residues were observed in the device. The plunger was observed in a partially advanced position. The tip of the cartridge was observed cracked that could be related to handling by excessive force. The lens was stuck at the cartridge tip. The reported issue was verified, however, due to the condition of the sample returned it is not possible to determine if its related to handling or to the manufacturing process. Based in the analysis product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the device were reviewed. There was no discrepancy and/or deviation found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search in complaint system revealed that one additional complaint was received from this production order for dc-empty package(opened) and this complaint meets the criteria for no further investigation per johnson & johnson surgical vision complaint handling procedures. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded device had cartridge broke/cracked. Lens was partially inserted, removed and replaced in the same procedure. There was no lens explanted in secondary surgical procedure at a different time or on a different day. Procedure was completed using another iol model: pcb00 20.0d, (B)(4). Patient has recovered post-op. No further information available.